Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the rubber around tip of the fenestrated bipolar forceps instrument was burnt. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary finding of yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage located on the top yaw pulley at the grip base. There was no conductor wire damage found and the electrical continuity test passed.